Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to other devices. The reporter claimed obtaining a blood glucose reading with the subject meter that was "40 mg/dl" higher than another device (onetouch ultraeasy) and "20 mg/dl" higher than another device (accu-check), exact values were not provided. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.